Manufacturer narrative:
Upon reception, it was possible to interrogate the tablet with the 3 devices eno, alizea or platinium test without any blocking. According to the files provided, the freeze on (B)(6) 2025, was detected with kora 250 dr sn: (B)(6) at 12:19 p.m. In addition, we observed three freezes on three different days for three different implants: on (B)(6) oto dr sn: (B)(6), on (B)(6) kora 100 dr sn: (B)(6), and on (B)(6) kora 100 dr sn: (B)(6). The ¿follow-up¿ test is initiated whenever a freeze occurs during the aida reading process. The most likely hypothesis is that the programmer freezes due to the aida read and that the various actions performed by the user slowed down the system even further, preventing the aida thread from being managed correctly. The workaround is to wait until the aida read is complete before running any tests. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the device in question. This case is kept and used for trend analysis purposes.

Event description:
Reportedly, from the (B)(6) hospital they inform me that they are having problems with the programmer of the pacemaker follow up room. The problem is as follows: - when interrogating the pacemaker, the screen freezes for a few seconds. - it has also happened to them that when interrogating a patient's pacemaker, they are taken out of the session and they have to interrogate the patient again. This has happened more than once this week. This error then appears on the screen. I don't currently have the serial number of the pacemaker or the tablet but I could get them. Even though this problem occurred, the patient could be re-interviewed without any problem and continue with the follow-up).